Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported overheat message or interrogation issues. ECG (electrocardiogram) connector is broken loose from a printed circuit board assembly. System fan is noisy. Programmer was very dusty inside and system fan was also very dusty. Printer speed button is worn.

Event description:
It was reported the programmer displayed an overheating message, and the fans are noisy. Prior to the start of the overheating issue, the programmer had intermittent telemetry issues. Interrogation and maintaining communication was not possible. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.